Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up in backup vvi. Due to low impedance measurements from the amd memory card, further troubleshooting could not be performed.